Manufacturer narrative:
Upon receipt, the pacemaker was subjected to an incoming inspection. During the visual inspection of the pacemaker scratches were found on the pacemaker's housing most likely caused by a surgery tool. The clinical observation was reproduced during analysis. The pacemaker was not interrogatable. The pacemaker's output signal was measured and the pacemaker was found to be pacing in back-up mode. There was no indication of sensing and/or pacing problems. During analysis a re-initialization has been performed successfully. After this reinitialization, the pacemaker was interrogatable again and was pacing according to factory settings and during a final acceptance test the pacemaker proved to be fully functional. The quality documents accompanying the pacemaker have been re-investigated. There was no sign of the inconsistency during production and final acceptance test of this pacemaker. In summary, this pacemaker did not show a sign of a material or manufacturing problem. The pacemaker went into backup-mode most likely caused by external influences. The pt's safety was not affected, due to the fully functional sensing and pacing.

Event description:
This device was returned from medtronic, inc with a medtronic form. This device was removed because it was "pacing but unable to communicate via programmer. According to the physician, it had a magnet rate." This device was replaced with a medtronic pacemaker. There are no adverse events reported for this pt.